Event description:
A report was received that the patient was experiencing pain at the lead/anchor site. Fluoroscopy confirmed that the leads and anchor were shallow. The patient underwent a revision wherein the leads were moved deeper. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.